Event description:
The customer called to report that she was hospitalized due to low blood glucose levels and seizures. The customer's blood glucose reading was 76 mg/dl when admitted. The customer stated that she was asleep and the insulin pump delivered a 7.0 unit bolus that she did not program. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the customer that the insulin pump is functioning. Also, advised the customer to lock the keypad at night, since the issue occured during the middle of the night. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.